Manufacturer narrative:
Surgical set-up, 2 reference frames were used, one facing the patient head, for the top half of the spine and the other frame facing the patient's feet, for the lower half of the spine. Performing a long constructed deformity procedure. Two imaging system spins were taken, one for the upper spine and one for the lower spine. Return requested. Replacement camera shipped to site 04/15/2016. Medtronic investigation of returned suspect camera finds that when connected to a known good system the psu passed a system accuracy test. The psu also passed the ndi accuracy assessment test at .19 mm with a passing threshold of .35 mm. Both tests confirm that the returned psu is accurate. Unrelated to the reported failure, the psu laser battery is very low and will need to be replaced. No fault found. On 04/15/2016 a medtronic representative performed a navigation system check-out, software test passed. Hardware and instruments tests failed. Multiple instruments were tested and accuracy varied based on psu distance. On 04/18/2016 a medtronic representative performed a navigation system check-out. Psu was replaced and damaged navlock tip was removed from surgical circulation. System performed as intended. Issue resolved.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 3-4 millimeter inaccuracy, in the superior direction. The alleged inaccuracy was noted after placing 4 screws on the lower half of the spine. Multiple instruments were showing the same amount of inaccuracy. Tested the instruments, for frame movement, on the screw of the reference frame and confirmed the inaccuracy. Surgeon aborted navigation for the lower spine. They tested accuracy using the top scan and were accurate with the navigation system at the patient's feet. After moving the navigation system to the head of the patient, they were 3-4 millimeter inaccurate on the top scan, with multiple instruments, and in testing accuracy on the screw of the reference frame. The surgeon opted to discontinue the use of the navigation system, and the imaging system, and completed the procedure using a c-arm. Delay in therapy was 20 minutes. There was no impact on patient outcome.